Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated with radio frequency telemetry. It was noted that the device could be interrogated with inductive telemetry. A cyber security update was performed and the device was able to be interrogated with radio frequency telemetry after the update. The patient was in stable condition.